Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. The customer could address her low blood glucose level and she was fine. The customer stated that the insulin pump was suspended because of low blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.